Event description:
Facility reports that a member of the staff had detached the sling from the lift after completing the transfer of the tenant to their wheelchair. After this, they pressed the "return to charge" button and left the room. The staffer responded to cries for help from the tenant and returned to find the sling still attached to the carry bar; because it was returning to its charging position, it tipped the wheelchair into such a position that caused the tenant to fall out (the staffer unsuccessfully attempted to break their fall).

Manufacturer narrative:
Additional info will be provided upon the conclusion of the MFR's investigation.